Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system had its lead safety switch (lss) activated for its right ventricular (rv) lead due to low out of range impedance measurements. Technical services (ts) was consulted and reviewed stored data. Ts noted there was high power consumption which resulted in a 4.5 year remaining longevity for the pacemaker and this was consistent with a potential gate oxide defect. Ts discussed how this could corrode the rv lead and when the pacemaker was changed, further testing of the rv lead should be performed and replacement of the rv lead should be considered since its performance may be compromised. This device remains in service. No adverse patient effects were reported.